Event description:
It was reported that the device failed the accuracy test three times, all three were 21.4 ml pa 750. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be intact. There was no evidence to review in the event history log. Functional testing was able to verify and duplicate that the device was over delivering. It was determined that the most probable cause was the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.